Event description:
The patient has experienced chronic problems with skin flap infections since 2000. Nov 2000 sterilization investigation report indicated implant underwent clean room and sterilization process. The patient was explanted winter of 2001.